Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained with retrograde approach. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified popliteal artery. A 300cm, 8cm v-18¿ control wire¿ was advanced to cross the lesion which had really hard plaque. While crossing through the lesion the guide wire became stuck. Upon removal, the tip of the wire broke and was left inside of the patient's artery. The procedure was completed with a different device and the patient was kept anticoagulated due to the tip of the device being left inside of the patient. No further complications were reported and the patient's status was stable.